Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), and a guidewire. During the procedure, after advancing the benchmark over the 5f select to the target vessel, the physician broke the 5f select at the distal end upon removing it. It was reported that the distal tip of the 5f select was still partially attached to the proximal segment of the catheter by a thread. The procedure was completed using the same benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 5f select confirmed a fracture on the distal shaft. This damage typically occurs if the 5f select is manipulated against resistance. During the procedure, the benchmark was successfully tracked to target anatomy over the subject 5f select. Based on the reported event, the 5f select may have fractured upon removal from the patient. The root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.